Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Performed visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and a signal low error message along with a drop in glucose and temp values were observed, indicating that the sensor had terminated on body due to the removal of a correctly installed and working sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message with the adc device, and was therefore unable to obtain sensor readings. The customer experienced sweating, trembling, and seizure. The customer reported that their spouse obtained a capillary meter result of 65 mg/dl, and then the customer was able to self-treat with dextrose provided by spouse. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a "scan again in 10 minutes" message with the adc device, and was therefore unable to obtain sensor readings. The customer experienced sweating, trembling, and seizure. The customer reported that their spouse obtained a capillary meter result of 65 mg/dl, and then the customer was able to self-treat with dextrose provided by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.